Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a pharmacist in the USA of fungal peritonitis in a patient coincident with dianeal 2.5 % and dianeal 4.25% therapies. During a call with baxter technical services (bts), the following was reported. On (B)(6) 2012, the patient was hospitalized for an unknown indication. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient experienced severe diarrhea, lightheaded, dehydrated, nausea (no vomiting), and crampy abdominal pain. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was treated with mycamine (100 milligram (mg), every 24 hours) for fungal peritonitis. The patient was in hospital at the time of this report and antibiotic therapy was ongoing. Crampy abdominal pain was considered to be a manifestation of fungal peritonitis. The patient was recovering from the fungal peritonitis with culture positive for candida glabrata.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.